Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed weak signal and lost sensor. The customer's blood glucose was 86 mg/dl. The correct transmitter ID is programmed in the insulin pump but the device is not communicating with the transmitter. Troubleshooting was performed and everything was set up correctly. The customer stated that rf communication was not established for the sensor. There was no damage to the connector bridge or the pins. The customer was advised of the possible reason for the alarm .the customer distanced the cell phone from the insulin pump and the signal started showing on the device. Nothing further was reported.